Manufacturer narrative:
Follow up #1: submitted: 8/9/2016. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 20-feb-2019. Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: a review of the pump black box showed that the data for the event date of (B)(6) 2016 had been overwritten due to continued use of the pump. The last basal delivery was on 21-jan-2019. No cs 144 alarms were recorded; there was no activity outside of normal use observed. The pump successfully completed a rewind, load, and prime sequence. During testing, a 100u cartridge was correctly loaded and displayed; a cs 144 empty cartridge alarm was simulated- the pump gave the correct audible and visible cs 144 alarm. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of a history settings issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of a history settings issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; reportedly, the patient was receiving an empty cartridge warning even though there was still insulin in the cartridge. At the time of the warning, the home screen was showing there were 163 units left in the cartridge. Animas customer support made several attempts to follow up with the reporter to obtain further information; however, the reporter did not respond to these attempts. This complaint is being reported because the pump was alleged to not be performing as intended with regards to the history or the settings which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.